Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to load a cartridge. Reportedly, the customer was unable to confirm the message being displayed on the pump, but did not report any damages on the cartridge. Blood glucose level was 85 mg/dl. Reportedly, a new cartridge was loaded successfully to address the issue.